Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clear liquid leak around the left side of the coulter lh 780 hematology analyzer (lh 780). Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the tubing in valves vl3a and vl1 on the slidemaker sample access module located in the left front of the lh 780 was leaking. The fse found the liquid had damaged fluid detector (fd) 7. The fse replaced the tubing and fd7. The fse performed the slidemaker fluid detector monitor and adjustment procedure. The fse verified the repair was performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).